Event description:
Home patient (hp) reports patient line of homechoice set was not priming completely during prime of apd treatment. Hp requested a machine swap. Hp reports no injury or medical intervention as a result of incident.